Event description:
Customer reported a leak of clear fluid occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer could not identify the source of the leak, that was dripping under the analyzer. The leak was not contained within the instrument. There were no error messages associated with this leak. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The field service engineer (fse) indicated that in addition to the approximately 20 ml diluent leak, he found mode to mode correlation and stability issues with high coefficient of variation percentages (%cv). The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced cut tubing at vl47 to resolve the leak. The fse found instrument having mode to mode and stability issues with high cv (coefficient of variation). He returned on (B)(4) 2014 to replace the blood sampling valve (bsv) and associated actuator.